Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate restorative material played in this reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for root canal treatment.

Event description:
On (B)(6) 2017, a dentist reported the case of a (B)(6) male patient who required root canal treatment on tooth #31. This tooth had a lava ultimate crown seated in (B)(6) 2012, to replace an existing fractured amalgam. On (B)(6) 2014, the patient reported the crown was loose. At this time, the crown was removed, heavy decay was noted, and re-cemented. Root canal treatment was scheduled. On (B)(6) 2014 root canal treatment was performed through the crown, post placed, and core build-up was done. Per dentist, this tooth is being monitored and may require an extraction in the future.